Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had gone to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 25 mmol/l (450 mg/dl) and ketones of 2.5 mmol/l (45 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include dizziness, light headed, weakness and nausea. The patient's husband mentioned that the pod's adhesive was slightly loose. At the ER, the patient was treated with insulin injections, intravenous fluids and an anti-nausea medication. The patient was discharged after 8 hours.

Manufacturer narrative:
The complaint details were reviewed and found to pertain to adhesive detachment from the user. It is a known issue that devices with adhesives can experience detachment from a user. Detachment can result from factors such as poor surface preparation and environmental conditions. Given that investigations have been performed for similar complaints, further investigation of this complaint is deemed unnecessary as it would be duplicative.